Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a21, s/n # (b)(5), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Since the device was not returned, no further investigation could be performed and root cause could not be detected. Device not returned to manufacturer.

Event description:
On (B)(6) 2018, a mitroflow 12a21 was implanted to treat the patient's aortic stenosis. After autumn 2017, the patient was diagnosed as heart failure complicating interstitial pneumonia and got a medication of steroid drug. Aortic regurgitation was identified by echocardiography. A re-operation was planned however the amount of steroid was too much to tolerate re-operation. The physician decided to wait until his interstitial pneumonia symptom stabilizes. On (B)(6) 2018 re-operation was performed to explant the mitroflow, and implant a carbomedics, r5-021 in the aortic position. A carbomedics m7-025 was implanted in the mitral position. The patient did not show any signs of infection such as fever prior to explant. Blood culture was negative. The valve did not show sign of calcification. The patient had no renal insufficiency nor dialysis. The explanted valve was torn longitudinally at the point of stent posts between the left and the right coronary cusp as well as between the right and the non-coronary cusp.